Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alerting for charge circuit timeout and that rrt (recommended replacement time) indicates question marks. It was noted that eri (elective replacement indicator) was triggered more than one-and-a-half years ago, the ICD is now nearing end of service (eos) and the ICD was deactivated eight years ago per physician judgement. The patient¿s family is worried the patient will receive a shock due to the device¿s battery getting really low. It was explained to the family that the charge time out prevents the ICD from delivering a shock. The ICD remains implanted. No patient complications have been reported as a result of this event.